Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. Based on the information provided, the reported difficulties appear to be due to case circumstances. The failure to advance and stent dislodgment were due to interactions with the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified non-tortuous right subclavian artery. The 8.0x19mm omnilink elite stent delivery catheter failed to cross due to the anatomy and during removal of the device, the stent dislodged outside of the patient while at the hub of the unspecified sheath. The procedure was successfully completed with a 8x17mm non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.